Manufacturer narrative:
Patient age at time of event: (B)(6) or older. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter break occurred. A guidezilla¿ guide catheter extension was used in conjunction with an unspecified guide catheter to deliver a non bsc balloon catheter to dilate the unspecified target lesion. After dilation, the physician opted to remove the balloon catheter. Upon removal of the non-bsc balloon catheter, the device was stuck inside the guide catheter extension. The physician pulled everything out from the patient and noticed that the guide extension catheter broke into two parts. The procedure was not completed due to this event. However, no patient complications were reported.